Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-05554. It was reported the patient¿s scs system leads exhibited low impedances, as a result the system could not be turned to MRI mode. Troubleshooting was unable to resolve the issue. The patient was in need of an MRI and was considering a system explant in order to have the MRI.